Manufacturer narrative:
Concomitant products: product ID: 97714, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The manufacturer&#38112;representative (rep) reported during surgery the leads were placed in the battery and the impedance results for 0-7 were greater than 10,000; 8-15 were normal. The leads were removed and cleaned and then switched with which ports they were put in. The impedance results for 8-15 were then greater than 10,000. The leads were put back in the multi-lead trialing cable (mltc) and all impedances were normal. The rep. Then opened a new implantable neurostimulator (ins) and placed the leads, and about 13 of 16 electrodes were greater than 10,000 ohms. They retested and all impedance values were in the 1,500 ohms range and the patient was feeling stimulation so they closed and completed the procedure. Following the procedure the patient was getting good stimulation and recovered as expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the implantable neurostimulator (s/n (B)(4)) found no significant anomaly. The implantable neurostimulator was functionally okay.